Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual device was not available; however, three (3) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed and according to specifications. A functional test tip protector removal was performed with no issues noted. A functional pressure test and clear passage test were also performed and no leaks nor block were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set had a disconnection issue. It was further reported the luer end of the tubing came off with the cap. This issue was identified during cap removal, prior to patient use. There was no patient involvement. No additional information is available.